Event description:
As reported, approximately 3 months post op initial left tsa, this 50 y/o female patient was revised due to dislocation. Reverse components were removed and surgeon put a hemi in. Patient was last known to be in stable condition following the event. Device not returning - disposed at hospital. No delay/prolongation.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 320-20-22, (B)(6)- eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-22, (B)(6)- eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-26, (B)(6) - eq rev compress screw lck cap kit, 4.5 x 26mm. 320-15-01, (B)(6) - eq rev glenoid plate. 320-15-05, (B)(6) - eq rev locking screw. 300-01-07, (B)(6) - equinoxe, humeral stem primary, press fit 7mm. 320-20-00, (B)(6) - eq reverse torque defining screw kit. 320-20-22, (B)(6) - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-38-00, (B)(6) - equinoxe reverse 38mm humeral liner +0. 320-10-00, (B)(6) - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
H6: corrected type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the dislocation cannot be conclusively determined; however, the reported dislocation may have been related to several potential factors including but not limited to the implant selection, the surgical procedure itself, patient anatomical issues, patient activity after surgery and/or underlying patient medical conditions.